Manufacturer narrative:
Manufacturer's investigation conclusion review of the log file provided by the account confirmed driveline (dl) fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The first log file captured two driveline faults in phase 1 on (B)(6) 2022, and the second captured elevated phase 1 values throughout the history on (B)(6) 2022. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. The patient was on a new controller and waiting to see if the alarms return. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29may2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 driveline faults found in their log files while at the clinic. The alarm was not active at the time of their visit and does not appear to be a persistent alarm. A controller exchange was performed. 25 power cable disconnects were performed with the white power lead. Additional information revealed that the cause of the driveline faults were due to phase I issues. Although the alarms resolved following the controller exchange, the alarms were anticipated to return.